Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/16/2024.

Event description:
Healthcare professional reported left side no event against device. Later reported ¿massive ¿capsular fibrosis - unknown baker grade.¿ the device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side no event against device. Later reported ¿massive ¿capsular fibrosis - unknown baker grade.¿ the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿massive ¿capsular fibrosis - unknown baker grade.

Event description:
Healthcare professional reported left side no event against device. Later reported ¿massive ¿capsular fibrosis - unknown baker grade.¿ the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on jul 26, with lot number 3042337. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.